Event description:
In this case the customer reported that while performing a biopsy procedure using the continuous CT (cct) option, the incorrect images were being labeled as the 'most recent'. The operator and trained professional were not able to determine which image was the most recent and accurate. Per information provided by the customer and philips service, there were no misdiagnosis or mistreatment to the patient due to this issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).